Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Upon disassembly of mics at end of case there was a small metal shaving of unknown source on attachment. Case type: tka.

Event description:
Upon disassembly of mics at end of case there was a small metal shaving of unknown source on attachment. Case type: tka.

Manufacturer narrative:
Reported issue: upon disassembly of mics at end of case there was a small metal shaving of unknown source on attachment. Case type: tka. Product history review: a review of the device history records indicate 50 devices were manufactured and accepted into final stock on 09/16/17. No non-conformances were identified during inspection. Complaint history review: a review of complaints related to p/n 212186, lot number 35020817 shows no additional complaint(s) related to the failure in this investigation. Tracking of complaints related to p/n 212186 will be tracked through trend request number (B)(4). Visual inspection: visual inspection could not be performed because the product was not returned. Dimensional inspection: dimensional inspection could not be performed because the product was not returned. Material analysis: material analysis could not be performed because the product was not returned. Nc/CAPA history review: a review of stryker¿s nc/CAPA database indicated there have been no ncs or capas associated with the product and failure mode reported in this event. Conclusion: the failure mode could not be confirmed because the part was not returned. If device and/or additional information become available, this investigation will be reopened. Device not returned.